Manufacturer narrative:
Analysis: based on the details of the complaint, the institution used an icast covered stent after the product had expired but was noticed by the nurse prior to stent deployment. The handling and storage of the product is the responsibility of the institution. Atrium medical corporation cannot guarantee the performance or the sterility after the product has expired. In this case the product had expired 18 april 2019. The procedure conducted that used the expired icast covered stent was performed on (B)(6) 2019. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr). ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) in addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing as detailed above. ¿ distal tip tensile testing. ¿ catheter leak check this lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Atrium medical only releases production lots that have passed the aforementioned performance and quality requirements. Conclusion: based on the review of the complaint details the product was used after the expiration date and is considered user error. The instructions for use clearly states the following: ¿the device is provided sterile, for one procedure only. Do not re-sterilize. Use prior to the expiration date noted on the package.¿

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that an expired stent was used during a procedure with a patient. The stent was not deployed, but it was inserted into the sheath/patient. Upon discovery by the circulating rn, the stent was removed from the patient and a new stent was placed.